Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is filed february 24, 2015. Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed july 6, 2015.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.there are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4): implanted device remains.